Event description:
It was reported that the patient was charging more than expected. The patient stated that he was told at implant that he would only need to charge once a week but he was charging twice a week. The patient wanted to contact a company representative as he was having issues with the machine and how often he was charging. The patient thought something was wrong with the stimulator. When he charged, he had full coupling and he charged until the stimulator was full. Additional information was requested regarding this issue. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).